Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) less than 60 mg/dl with nausea, dizziness, sweating, and unsteadiness when standing/walking associated with an issue with the basal program. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The reporter stated that the total daily dose (tdd) basal did not add up with the daily basal program. The tdd history indicated 43.5units daily for the previous 10 days, but the total in the basal program only showed 36.40 units. Additionally, the basal rate for 11:30 am showed 00.000 units. The reporter noted that the patient had recently been discharged from a psychiatric hospital and that the patient had experienced unspecified elevated bg prior to the low bg. The alleged malfunction indicated that the patient was not receiving enough basal insulin. It is unclear at this time if the low bg was associated with over-treatment of the high bgs, or if the low bg was related to the basal history issue. No additional information was provided. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unclear cause and based on the allegation of a basal rate issue that may or may not be related to the low bg.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The black box showed that on 04/02/2015 at 10:01 there was a call service alarm (eaw- 174) basal suspended warning; deliveries never resumed. On 03/29/2015 at 11:40, there was an auto timeout pump suspended recorded; deliveries resumed at 11:46. On 03/27 at 07:01, there was an auto timeout pump suspended; deliveries resumed 07:16. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.